Event description:
The consumer reported that when she first had the had the device implanted, the implantable neurostimulator (ins) was pretty deeply embedded in the patient's hip but the patient felt a little point at the time of report and sometimes got an electric shock. The issue occurred in (B)(6) 2016. The patient planned to contact the health care professional. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information received from the consumer reported they began to experience a "new feeling" the patient could feel where the implantable neurostimulator was located in her butt. It was noted that initially "it was deeply embedded." It was still uncomfortable to touch. The patient noted they would get an electric shock when they sat on the toilet. They had been to the surgeon and it was decided that the patient had lost some weight, but no revisions or future interventions were scheduled or planned.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.